Event description:
The company was notified that in 2005, the pt's device was explanted due to need for MRI. There are no reported device related problems. The pt was reimplanted with another advanced bionics cochlear implant.